Manufacturer narrative:
It cannot be definitively concluded that the pump/breast shields caused or contributed to the customer¿s unknown infection. Reported issues of breast shield sizing are under investigation in (B)(4). The medela clinician suspects that her pain and symptoms were not due to the breast shield sizing, but to a physical condition such as mastitis or nipple vasospasm, or both.

Event description:
On (B)(6) 2016, the customer reported to customer service that the 24mm breast shields she was using with her pump in style advanced breast pump did not fit and were causing pain. Customer service sent her 21mm breast shields, but that did not resolve the issue. On (B)(6) 2016, a medela clinician followed up with the customer, who stated that she had gone to the emergency room two times due to a fever and her nipples turning black. The physician did not know what the issue was, but put her on antibiotics. She stopped breastfeeding and said she is feeling better. The medela clinician suspects that her pain and symptoms were not due to the breastshield sizing, but to a physical condition such as mastitis or nipple vasospasm, or both.